Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that patient experienced a blood glucose of 1000 mg/dl with unspecified levels of ketones, symptoms of dehydration, vomiting and nausea associated with an alleged occlusion issue. Reportedly, patient took long acting insulin, discontinued pump therapy, fell and slipped into a coma and was hospitalized where the patient received intravenous fluids by their health care provider. During troubleshooting with customer technical support, the reporter stated that the patient noted that the pump would not prime each time the rewind, load and prime steps were completed due to a persistent occlusion issue. The customer insisted on the pump being replaced. This complaint is being reported because the patient experienced hyperglycemia associated with an occlusion issue.